Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level and reservoir lip ring was loosed of the insulin pump. Customer declined further trouble shooting an review for reported issues. It was unknown that auto mode was used or not. Customer advised of high blood glucose unexplained and woken up with a low blood glucose of 44 mg/dl not aware of the dates of these events. The device will not be returned for analysis.